Event description:
The treating doctor reported that the patient had symptoms of significant temporomandibular joint pain and right mandibular condylar resorption, the treating doctor reported having to use orthodontic braces to reestablish the condition. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (jaw joint) may result in joint pain, headaches, or ear problems." No root cause provided. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.